Event description:
A discordant, falsely low tacrolimus result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher than the initial result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tacrolimus result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they received a photometric measurement check failure error. A siemens customer service engineer (cse) specialist was dispatched to the customer site and evaluated the instrument. The cse replaced the source lamp and calibrated the system. The customer did not obtain any more discordant results. The cause of a discordant, falsely low tacrolimus result on one patient sample was related to a malfunction of the source lamp. The instrument is performing according to specifications. No further evaluation of the device is required.